Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device did not meet its projected longevity. Analysis initially revealed a high current drain condition. However, after an interrogation during analysis, the current abruptly dropped to a normal level and the high current condition did not return.